Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant product history review: indicates all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The following devices were also listed in this report: trident 0 deg insert 36mm; cat# 623-00-36d; lot# ja6al9. Delta v-40 ceramic head 36/0; cat#6570-0-136; lot# unknown. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# unknown. Acetabular dome hole plug; cat# 2060-0000-1; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are required are required to complete the investigation for confirmation of the event and determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented to clinic with hip pain. Doctor ordered CT scan and cup appeared to be loose. Cup, dome hole plug, screw, liner, and biolox head taken out. Reimplanted trident ii cup.